Event description:
It was reported that during a lobectomy procedure, at trying to make the transection, the device locked at second load. They could not open it, because it is too hard to do it. They could release the tissue through the mini thoracotomy in order to make the locked device out across the trocar hole. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 03/18/2009. Information anticipated, but unavailable at this time.